Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 45-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and essure removal via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.